Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 1pm. According to the csr's documentation, a minute prior to the start of the alleged issue the patient reportedly was experiencing symptoms of "light headed, cloudy feeling, sweaty palm". Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. The patient's testing frequency is not known, it is not specified if the patient suffers from other health conditions, and the patient's diabetes management is not clear. It is not specified if the patient had made any changes to her diabetes management, activity level, or meals before the alleged issue began and it is also unclear if the patient correlated her symptoms with her diabetes. At the time of the reported issue, the patient reportedly obtained blood glucose readings of "348, 109, 253mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient denied receiving any form of medical intervention/treatment after the alleged meter issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to have a low/dead battery. After pa replaced the battery, the meter worked properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.